Manufacturer narrative:
The following field has been corrected. The CAPA reference has been removed as it has been determined to not be applicable. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for the IV needle not retracting within the barrel housing with the incident lot was not observed; the photo depicted the IV needle fully retracted. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to IV needle not retracting as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the needle of a 23 g x .75 in. Bd vacutainer® ultratouch¿ push button blood collection set with 7 in. Tubing and luer adapter did not retract after use and the nurse's pricked herself . The nurse went to the emergency department and is under treatment.

Manufacturer narrative:
Results: customer photo shows used sample in a plastic bag attached to a holder. The IV needle appears to be retracted. Thirty retention samples were evaluated for IV needle retraction and lock-out. There were no defects identified. No IV needle retraction and log-out failures were identified in the thirty retention samples evaluated. However, bd is aware of a low level of complaints for partial/no IV needle retraction and have taken actions of remediation. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, bd is aware of a low level of complaints for partial/no IV needle retraction and have taken actions of remediation. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Manufacturer narrative:
Lot number is 7045684. Medical device serial # was not provided.

Manufacturer narrative:
Results: it is unknown if a sample will be returned for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(6). (B)(4).

Event description:
It was reported that the needle of a 23 g x .75 in. Bd vacutainer® ultratouch¿ push button blood collection set with 7 in. Tubing and luer adapter did not retract after use and the nurse's pricked herself . The nurse went to the emergency department and is under treatment.